Event description:
Per the distributor, during a holap procedure, the fiber broke in half outside the pt and burned the surgeon's hand. The surgeon applied silvadene. Per the device distributor, the fiber was expected to be returned for analysis.

Manufacturer narrative:
Lumenis has requested additional details (burn degree and pt status) from the distributor. Per the device distributor, the fiber was expected to be returned for analysis. At the time of this report, device evaluation results were not available, and no further conclusion can be drawn regarding root cause. Lumenis regulatory will file a follow-up medwatch report upon obtaining device evaluation results.